Event description:
The customer reports that one patient sample generated an archtect ca 19-9xr assay result of 31.5 u/ml with reagent lot 35314m500. The sample was retested using reagent lot 39191m500 and generated a result of 68.48 u/ml. The customer believes that the result of 68.48u/nl is a falsely elevated value. No suspect results have been reported from the lab. The sample showed no significant decrease in value when treated with neuraminidase and a heterophilic blocking reagent. There is no impact to patient management reported.

Manufacturer narrative:
Returns were not made available from the customer site for this evaluation. Accuracy testing was performed in-house with retained reagents of lot 39191m500 (list 02k91-38). An architect ca 19-9xr panel, consisting of four different levels of analyte concentration, was tested. Two replicates of each panel level were tested across three separate architect isystems. All results met specifications. This demonstrates that the assay can accurately detect known concentrations of the ca 19-9 antigen. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect ca 19-9xr assay package insert contains information to address the current customer issue. The current evaluation indicates that the architect ca 19-9xr reagent kit is performing as intended and no new issues were found. The falsely elevated result is for a single discreet patient sample and additional testing initiated by the customer found an interferent to be present in the patient sample. A product malfunction was not identified. Catalog number from 02k91-28 to 02k91-38 (size code change only).

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4). This report is being filed on an international product, list number 02k91-28 that has a similar product distributed in the us, list number 02k91-27.